Manufacturer narrative:
Na.

Event description:
# It was reported that toward the end of the case when the magnetic could not turn on. The carto 3 system displayed error #1 "no communication with the piu and the piu would not initialize. Error 27 was also displayed on the carto 3 system. The piu was restarted. It was confirmed that the issue was resolved by replacing the faulty dc/dc card with another one that was delivered to the customer. The system is ready for use. It was reported that the p500 ice machine had no signal. The ice machine was restarted and the issue persisted. The procedure was aborted. It was confirmed that the issue was related to non-carto device. It was reported that the reading dashboard moves and v5 signal appeared on the annotation window without being prompted. The issue is related to defect. The defect is being handled per defect management process. It was reported that synchronization turned off. The issue is related to defect. The defect is being handled per defect management process. It was reported that the point list and point tag disappeared. Fse follow-up was requested. An investigation was initiated by the manufacturer to investigate the issue. It was found that the reported issue is a normal system behavior. The system is ready for use manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process. The complaint investigation results will be used for monitoring and detecting statistical signals per complaint trending and signal detection process. No CAPA is initiated as the available information and results of the investigation do not meet the CAPA triggers.